Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved determined there was a kink with a crack exposing the inner purple sheath. The kink/crack is located at the 86.8 cm location as measured from the distal tip of the balloon. Additional functional testing could not be performed due to the crack and no other damage was identified on the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
Prior to a procedure, a physician hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was noticed upon opening the package that there was a kink in the catheter. The device was not used. The procedure was successfully completed with another device of the same type. There was no reportable information at this time. The device was received on (B)(6) 2021 and has cracks in the catheter [subject of this report]. This occurred prior to patient contact. There was no impact to the patient.